Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation while laying on their left side. The output of the left ventricular (lv) lead was decreased. The lv lead remains in use. The patient is a participant in the (B)(6) trial clinical study. No further patient complications have been reported as a result of this event.